Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the device would not allow urine to flow. The nurse reported that as the catheter was inserted, the urine appeared to flow freely; however, after the catheter was completely inserted the flow discontinued. The nurses instructed the patient to drink a significant amount of water and observed the urine flow over a course of 30 minutes; however, there was no flow. Subsequently, the nurses attempted to deflate the catheter balloon and the attempt was unsuccessful. The syringe remained in place and the patient was maneuvered in different positions to see if the balloon would deflate, and after 10 minutes, the balloon deflated successfully. Upon removal of the catheter, a clot was noted at the end of the catheter, and the patient had clear signs of hematuria. As a result, the patient was hospitalized.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "this is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure and/or lead to injury, illness or death of the patient." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device would not allow urine to flow. The nurse reported that as the catheter was inserted, the urine appeared to flow freely; however, after the catheter was completely inserted the flow discontinued. The nurses instructed the patient to drink a significant amount of water and observed the urine flow over a course of 30 minutes; however, there was no flow. Subsequently, the nurses attempted to deflate the catheter balloon and the attempt was unsuccessful. The syringe remained in place and the patient was maneuvered in different positions to see if the balloon would deflate, and after 10 minutes, the balloon deflated successfully. Upon removal of the catheter, a clot was noted at the end of the catheter, and the patient had clear signs of hematuria. As a result, the patient was hospitalized.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device would not allow urine to flow. The nurse reported that as the catheter was inserted, the urine appeared to flow freely; however, after the catheter was completely inserted the flow discontinued. The nurses instructed the patient to drink a significant amount of water and observed the urine flow over a course of 30 minutes; however, there was no flow. Subsequently, the nurses attempted to deflate the catheter balloon and the attempt was unsuccessful. The syringe remained in place and the patient was maneuvered in different positions to see if the balloon would deflate, and after 10 minutes, the balloon deflated successfully. Upon removal of the catheter, a clot was noted at the end of the catheter, and the patient had clear signs of hematuria. As a result, the patient was hospitalized.